Event description:
It was reported that during tha surgery, the part of crimp tool where holds a sleeve fractured, thus it could not crimp the sleeve.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.